Event description:
It was reported that this pacemaker system was exhibiting farfield oversensing on the right atrial (ra) channel. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was exhibiting farfield oversensing on the right atrial (ra) channel. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted. No additional adverse patient effects were reported. This product has been returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system was exhibiting farfield oversensing on the right atrial (ra) channel. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted. No additional adverse patient effects were reported. This product has been returned for analysis.